Event description:
It was reported that the unit functions, but there is intermittent loss of light output.

Manufacturer narrative:
Additional information will be provided once investigation is complete.